Event description:
This 89 year old male had a pacemaker implanted on 8/30/91 for complete heart block. The patient was being followed at the montefiore pacemaker center on trans-telephone monitoring. On 4/15/92, the patient called the pacemaker center to be checked and the unit was noted not to be functioning. The patient presented to the pacemaker center and the unit was checked and found to be defective. The patient was admitted to the hospital and the pacemaker pulse generator was removed and replaced on 4/15/92. Post-operatively, the patient was in satisfactory condition. The new pacemaker pulse generator was check and was noted to be functioning well. The patient was discharged to home on 4/16/92 in stable conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: end of life - premature, battery failure - accelerated depletion. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.